Event description:
A customer in (B)(6) reported via a distributor that they are experiencing condensation in a set-up which includes the mr850 respiratory humidifier and an unk breathing circuit. The customer also reported that the associated temperature probe and heater wire adaptor are not recognized by the humidifier "which at times reads incorrect values". No pt consequences were reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested further info regarding this complaint. We will provide a follow-up report upon receipt of the requested info and completion of our investigation.